Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The first report of three reports involving an accudrain without/ antireflux valve with the same lot number from the same facility. The tubing from an accudrain without antireflux valve (B)(4) lot # 1100381, was found leaking near the distal stopcock. The patient awakened in the morning and noticed being saturated with cerebral spinal fluid. The patient also reported experiencing a headache. On (B)(6) 2010, it was reported that the patient had developed meningitis. The patient is hospitalized and was being treated with triple antibiotics. The accudrain was removed and replaced with another accudrain. Additional clinical information has been requested.